Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Patient reported "capsular contracture and fluid to the left side" and "feels as if it were a bubble and an aesthetic change" and having a recalled implant. Device remains implanted.

Event description:
Patient reported "capsular contracture and fluid to the left side" and "feels as if it were a bubble and an aesthetic change" and having a recalled implant. Device remains implanted.